Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead was exhibiting high pacing threshold. The physician suspected a micro perforation. Subsequently, the lead was explanted and was damaged during extraction. This lead will not be returned as it was kept by the hospital. Additional information received indicating that the perforation was not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.